Event description:
Rptr had bilateral subcutaneous mastectomy on 8/7/84. She had these implants implanted on 11/22/85 to replace previous implants. During this surgery rptr had revision of fibrous capsule. On 12/23/85, rptr had removal of the right implant because of a reaction. She had the left implant removed on 4/14/86. The implant was painful and in the process of being extruded. Rptr has experienced the following: fibrocystic disease, right implant reaction, foreign body granuloma, chronic inflammation, speckled anti-nuclear antibodies at 1:80, left implant extrusions, breast tenderness, drainage, severe pain and swelling, thick and hard capsules, elevated temperatures, breast infections/cellulitis, breast deformities, breast ripples and wrinkles with scarring, peptic ulcers, migraines, decreased energy, depression, tired all of the time, nervousness, can't sleep, epigastric distress, gastritis, cold symptoms, acute bronchitis, arthritis symptoms in arms, legs, shoulders and in all joints, joint swelling, pain and stiffness, muscle fatigue, hand and fingers swelling, taut/thick skin in breast area, unexplained skin rashes in arm and chest area, fatigue, general aching/stiffness, coldness and pain of extremities and visible implant outlines. (Also see mw1000808 and 1000810.)